Event description:
Information was received from a health care provider and a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient stopped recharging and using the spinal cord stimulation because it hurt him to recharge the implantable neurostimulator. It felt like it was on fire and pinched him. The sensation came from within, at the implantable neurostimulator pocket, and not at the skin surface. It was uncomfortable because he had to charge in a weird position in order to get any coupling bars. The patient said that the implantable neurostimulator is sitting ¿cockeyed¿ and at a very ¿acute angle.¿ the implantable neurostimulator was not parallel to the surface of the skin. The implantable neurostimulator also moves around in the pocket ¿like keys in your pocket.¿ the patient can move the implantable neurostimulator about an inch in every direction. All of these issues have occurred since implant. The patient¿s last successful charge session was more than six months prior to the report. At the time of the report, there was poor communication on the patient programmer. The patient stated that the implantable neurostimulator needed to be ¿jumpstarted.¿ the patient was unable to charge the implantable neurostimulator or sync (communicate) using the patient programmer or the implantable neurostimulator recharger. The patient was getting a lumbar MRI on (B)(6) 2017 for pain. The spinal cord stimulation system was not working for the patient and the patient said that the implantable neurostimulator was fully discharged. There was a lack of benefit from the spinal cord stimulation system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.